Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she sees a straight light beam when looking at lights, especially at night. She stated that the light beam consists of rainbow colors, is more horizontal and to the left of her vision, and does not see it on cloudy days. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 03/08/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).